Event description:
Reporter indicated via clinic notes received to the manufacturer dated (B)(6) 2013 that the patient was having more frequent "pass out" seizures which were occurring approximately every other day. In the past the seizures would occur 2-8 times per month. It was unclear if medication may be a contributing factor to the seizures, as medication had been decreased. The patient also felt her vns stimulation "did not feel as strong." Reporter indicated the patient's vns was at end of service "with 10% battery remaining." It was unclear if medication may be a contributing factor to the seizures, as medication had been decreased, or that the vns end of service may be a cause. Medication was added and the patient was referred for vns generator replacement. The patient had vns generator replacement surgery on (B)(6) 2013. The explanted vns generator has been returned and analysis is pending. All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Product analysis of the vns generator was completed. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.803 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows a near ifi condition. The data in the diagaccum consumed memory locations revealed that 96.704% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.